Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the procedure was to treat a lesion located in an unspecified coronary artery. When the 2.5 x 12 mm xience alpine stent delivery system (sds) was positioned inside the guiding catheter, before accessing the coronary artery, blood flow was observed returning to the catheter lumen. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced, manipulation of the device and/or interaction with other devices resulted in the noted wrinkled shaft and the noted tear in the outer member thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information was received as follows: the lesion was located in a severely diseased bifurcation of the left anterior descending artery and the diagonal artery. A leak was observed in the distal segment of the shaft. There was no resistance felt between the stent delivery system (sds) and the guiding catheter. The sds was removed from the guiding catheter and a new sds was used to complete the case successfully. No additional information was provided.